Event description:
The device became inoperative, while on a patient, with a kp0116 error code. There was no patient harm or change in therapy as a result of the malfunction customer support engineer (cse) inspected the device, verified the error code, and replaced the autozero solenoid. The unit then passed extended self testing.